Event description:
Surgeon reports pt has some blurriness of vision and a decrease in visual acuity which began 2 yrs after lens implantation. Visual acuity was improved after lens was originally implanted. The pt is reported to have experienced a posterior capsular opacification for which a yag procedure was performed, vitreous hemorrhage and 2 incidents of a retinal hole for which photocoagulation was performed. These events were not related to the lens. The dr has also reported an observation of punctate opacities in the lens. The dr remains unsure as to the cause of the decrease in vision.